Manufacturer narrative:
It was reported that there was a decrease in tidal volume while the ventilator was connected to a patient. Our field service engineer investigated the ventilator on site and could not reproduce the problem experienced by the customer. Removed and replaced expiratory valve coil as required due to. Unit passed all functional and safety tests per factory specifications. Was returned to customer and cleared for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that there was a decrease in tidal volume while the ventilator was connected to a patient. There was no patient harm. (B)(4).